Event description:
It was reported that this right atrial lead exhibited high pacing thresholds, loss of capture and high out of range pacing impedance measurements. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high pacing thresholds, loss of capture and high out of range pacing impedance measurements. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead exhibited noise. No changes were performed.